Event description:
The instrument was used during a laparoscopic cholecstectomy. The er320 was spitting clips and the clips would not completely close. Instrument was from a procedure tray, lot number j43d56. There was no consequence to the pt.